Manufacturer narrative:
Submit date: 6/12/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports that liquid was leaking beyond the rubber plunger tip. Fluid leaks through the plunger. Appears that plunger in syringe are not making a good seal.

Manufacturer narrative:
An investigation of the reported condition was performed. There were no samples submitted with this complaint. The reported condition was not confirmed and a root cause could not be determined. A review of the device history record (DHR) could not be conducted because a lot number was not provided. The manufacturing process was reviewed and found that the product was manufactured in accordance with the specifications required under official documents formula sheet and general inspection standard. The process is running according to product specifications and meeting all quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.